Manufacturer narrative:
Product investigation summary: the coupling piece of the drill bit (part: 309.600) is broken off and was sent back for investigation. On the coupling piece, there are clearly visible stress marks and the cutting edges are in a used condition with slight nicks all over. The manufacturing documents were reviewed with no complaint related issues found. The device was manufactured in may, 2009 according to the specifications. The fracture face is homogenous, which indicates material conformity. The relevant dimensions at the fracture face were checked and found to be within the specifications as the outer diameter had 5.32mm and the inner diameter had 3.80mm. Based on these findings, a manufacturing-related issue can be excluded. Overall conclusion: no product related issues could be detected. Based on the provided information, it is most probable that extremely hard bone, which was described as rock/marble-like, required the use of excessive force, which finally led to a mechanical overload situation of the instruments. Device history record review: manufacturing site: (B)(4) - manufacturing date: may 19, 2009. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No product related issue could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: a visual inspection of the returned products was conducted on july 27, 2016. It was then detected that the second impactor (part 03.010.410) was also broken and a piece of it remained stuck in the recess of the connecting screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported the procedure was successfully completed. But the pfna blade was shorter than would have been normally expected.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented with a large metastatic tumor in the proximal femur that required prophylactic nailing. The surgeon chose to implant a proximal femoral nail antirotation (pfna) construct. Upon encountering extremely hard bone, which was described as rock/marble-like, the following events happened: the drill bit used to open the femur was used under power; still, extreme force was needed to make any progress. The surgeon described the drill as burning through the hard bone rather than cutting it. The drill bit wound up breaking in the area of connection with the jacobs drill attachment. The impactor broke at the hex tip as the surgeon attempted to use it to assist with nail insertion. The tip of the impactor was placed into the recess of the connecting screw in an effort to implant the nail. The nail was eventually inserted by over-reaming the shaft. Examination of the connecting screw showed evidence of instrument pieces in the recess. A second impactor experienced fitting problems during the procedure. Upon measuring for appropriate blade length, the reamer could only advance to 85mm due to the bone density. As a result, an 80mm blade was selected for insertion, but the blade handle could not be turned after insertion in order to lock it in place. The blade's tip was checked and found to be freely rotating. Eventually, the impactor became disengaged from the blade after the application of excessive forces. The aiming arm broke as it was in situ to insert the nail. It was noted that the arm came loose several times and eventually one (1) of the locating lugs came entirely loose. Due to these intra-operative events, the surgery was prolonged by more than thirty (30) minutes. The procedure was ultimately continued and completed with devices from an alternative set. Concomitant device(s) reported: pfna nail (part/lot: unknown, quantity: 1). This report is 3 of 4 for (B)(4).